Event description:
Event description guidant received information that this ventricular lead had elevated thresholds less than 2 weeks post-implant. During an invasive procedure it was noted that the lead had dislodged.